Event description:
It was reported that on (B)(6) 2013, the patient had three xience prime stents implanted in the distal to proximal right coronary artery (rca). The xience prime 3.0 x 15 mm stent was implanted first in the distal rca at 18 atmospheres (atm). The xience prime 3.5 x 28 mm stent was implanted in the mid rca at 20 atm. Last, the xience prime 3.5 x 15 mm stent was implanted in the proximal rca at 18 atm to complete the procedure. The patient was discharged from hospitalization on (B)(6) 2013. The patient returned for the 8-month follow-up on (B)(6) 2013. Coronary angiography was performed and the three xience prime stents were noted to have restenosis. Unspecified bare metal stents were implanted for treatment of the three xience prime stents. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of restenosis is listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience prime stents referenced are being filed under separate medwatch reports.